Event description:
It was reported the lead impedance trend did not display and a data invalid error message was given. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis revealed a data recording problem. Data indicated as invalid for a single day and is expected to clear with subsequent measurements.